Manufacturer narrative:
(B)(4). D10 - associated medical devices: vivacit-e dm bearing 28x40mm; item# 110031010; lot# 67121588 g2 - foreign: event occurred in japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six days following the initial hip surgery, the patient underwent a revision surgery due to disassociation of the femoral head from the dual mobility bearing. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.